Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/63 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: efficacy and safety of transvenous lead extraction using a liberal combined superior and femoral approach. The journal of interventional cardiac electrophysiology. 2021; 62(2):239-248. Doi: 10.1007/s10840-020-00889-6. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding transvenous lead extraction. The article reports lead extractions due to infection/erosion and lead malfunctions. There were major complications related to the extraction procedure which included stroke and coronary sinus perforation during reimplantation which required surgery. There were other procedure related complications such as sepsis, pneumothorax which required a chest tube, lead dislocation which was repositioned, false aneurysm femoral artery which required intervention, pericardial effusion without intervention, pulmonary embolism, intra-procedural bleeding with blood transfusion, migrated lead fragment without sequelae, vascular repair at venous entry site, pocket hematoma with and without surgical intervention, air embolism, and upper extremity thrombosis. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.